Event description:
Reporter alleged obtaining the results of 200 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the one of the possible suspect devices used, as the customer couldn't remember which system he used. (B) (6).